Event description:
It was reported the customer was receiving no delivery alarms. The customer's blood glucose was 600 mg/dl. Customer has treated his blood glucose with an injection. The customer also reported receiving a motor error during a bolus delivery. Customer also reported working near generators that use magnets. Customer believed this could have exposed his insulin pump to a high magnetic field. Customer also stated he was able to complete the rewind sequence on the insulin pump. The customer was advised to disconnect form the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.